Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) reported a check patient line alarm during the initial drain. The technical service representative (tsr) had the hp close/open the transfer set 3 times, move the clamp and rub the line, pull up/down on the lines, check the lines for fibrin or air, and then press go. The registered nurse (rn) came on the line and stated there is a large air bubble in the patient line. The tsr advised the rn to end therapy and start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This report of a check patient line was not confirmed due to lack of sample. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.